Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/gen abnorm. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not perform essure confirmation test(s)"). There was no information on the patient's medical history or concurrent conditions. On 01-jan-2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dizziness ("dizziness"), migraine ("migraines"), muscle spasms ("severe cramping"), anxiety ("anxiety"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headache"), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, migraine, muscle spasms, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure administration. The reporter commented: discrepancy noted: date of implant:(B)(6) 2012, (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Patient address , product start & stop date , essure removal surgery details updated. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/gen abnorm. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not perform essure confirmation test(s)"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dizziness ("dizziness"), migraine ("migraines"), muscle spasms ("severe cramping"), anxiety ("anxiety"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headache"), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure) on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, migraine, muscle spasms, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure administration. The reporter commented: discrepancy noted: date of implant: (B)(6) 2012, --2013, (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/gen abnormal. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not perform essure confirmation test(s)"). The patient had a medical history of vaginal discharge in 2012 and parity 2, gravida ii and overweight. Concurrent conditions were listed as dysmenorrhea and abnormal uterine bleeding since 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dizziness ("dizziness"), migraine ("migraines"), muscle spasms ("severe cramping"), anxiety ("anxiety"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headache"), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure, hysterectomy, salpingectomy, cystourethroscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, migraine, muscle spasms, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure administration. The reporter commented: discrepancy noted: date of implant: (B)(6) 2012, 2013, and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.916 kg/sqm. [Pathology test] on (B)(6) 2022: specimen: uterus, cervix, fallopian tubes, bilateral clinical information: abnormal uterine bleeding (aub); dysmenorrhea. Procedure performed: hysterectomy total robotic si; salpingectomy robotic si; cystourethroscopy. Final diagnosis: two essure coils in-situ (gross diagnosis only via faxitron x-ray). Gross description: there are 2 essure devices that appear to be properly placed in the fundus and fallopian tubes via an xray in the faxitron. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: reporter and patient information, medical history, lab data, indication, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.